Event description:
The manufacturer's field service engineer (fse) reported that while performing preventive maintenance on the ventilator, the connector on the blower motor controller pcba where the yellow wire from the blower assembly was tarnished. There was no patient involvement.